Event description:
Boston scientific neurovascular became aware that a pt arrived at night to the hospital with a bleeding (h+h1); the physician then performed angiography and noticed a basilar aneurysm with a diameter of 2 mm and no neck. The physician decided to implant a stent first; took a coronary stent "driver" with a diameter of 3 and a length of 12 mm. After this, the physician started with the coiling procedure took an excelsior sl-10 microcatheter and a transend 0.014" platinum, it was easy to cross the stent with the microcatheter. Then took a gdc 10-ultrasoft stretched resistant coil synerg detection circuit 2 mm x 2 cm as the first coil, it deployed as usual. When the pusher wire marker was at approximately 2 mm proximal from the proximal marker of the microcatheter, the main coil did not take its shape anymore. It came out of the microcatheter completely straight and the aneurysm ruptured immediately (refer to MFR. #600078-2005-00165 for the excelsior sl-10 microcatheter of this event) the physician quickly pulled out the main coil and took a gdc 10-ultrasoft stretch resistant coil synerg detection circuit 2mm x 1 cm, which also could not deploy into the aneurysm. The physician changed the entire system and a new excelsior sl-10 microcatheter was steam shaped and introduced over a transend .014" guidewire. When the physician wanted to enter the aneurysm with the microcatheter, with the distal tip right at the neck of the aneurysm, noticed that the guidewire was not moving into the aneurysm, it moved into the posterior artery. The physician thought that there must have been a perforation of the microcather near the distal tip (refer to mrf. # 6000078-2005-00142). With some manipulation of the whole system, the physician was able to enter the aneurysm with this microcatheter and finished the procedure with a 2 mm x 2 cm micrus coil. The pt status was h+h4 and it was not possible to awake pt.